Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v561099, implanted: (B)(6) 2010, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension .product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that he had an infection in (B)(6) 2014. He described it as an open sore on his head with a wire sticking out. Drainage and erosion were noted. An IV antibiotic was provided to the patient and total system was explanted. It was indicated that leads and extension were explanted in march. When they went in to put the new leads and extension back in (B)(6), they took out the implantable nuerostimulator (ins) and replaced it with non-rechargeable device. He was in hospital for four days when he had the infection. If additional information is received, a follow-up report will be sent.